Event description:
It was reported, the patient¿s implantable neurostimulator (ins) could not be turned on. It was stated, the programmer batteries were changed but the patient¿s therapy could not be turned on and their stimulation could not be adjusted. It was noted, the day prior to report the patient¿s programmer did not work. It was reported, the ins battery status light was off and the 9 volt battery light was on at the time of report. The patient was redirected to their health care provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 7438, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3387-40, lot# v006488, implanted: 2006 (B)(6); product type lead. (B)(4).